Event description:
The device was returned for vr encoder failure. Upon return, the device powered on and immediately alarmed. An internal investigation found that the latch on the frm board that holds the flex cable in was left open. The flex cable was re-seated and connection was secure. Device is now functioning normally.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "fk pump was giving the reported issue of "door wont open". There was no report of patient harm nor the stoppage of an active infusion. A preliminary review of the logs identified the following issue: sensor hardware failure (vr encoder) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.